Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported health authority that the surgeon was unable to cut the vitreous as the vitrectomy probe unable to cut through during vitrectomy surgery. The probe was immediately replaced, and the surgery was completed successfully. There was no impact to the patient.